Manufacturer narrative:
Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.

Manufacturer narrative:
(B)(4).

Event description:
The customer initially complained of receiving sample probe up/down alarms on the cobas 6000 c (501) module after they changed the sample probe. The customer stated there was gel on the sample probe causing multiple <test results which led them to change the sample probe. No specific results were initially provided. After the sample probe was changed, the customer received a fuse failure message that disappeared after rebooting the system. The sample probe up/down alarms were not resolved. The field service engineer (fse) was sent to the customer site where a misadjusted sample probe was identified. The sample probe was replaced. The mechanism was checked and no alarms occurred. The customer ran quality controls (qc) which were acceptable. The customer indicated that 1 patient sample tested for phos2 phosphate (inorganic) ver.2 (phos2) was erroneous and had been reported outside of the laboratory. The patient was in the coronary care unit of the hospital. The initial phos2 result was <0.1 mg/dl. This result was reported outside of the laboratory where a nurse questioned it. The sample was repeated and the result was 4.4 mg/dl. The repeat result was believed to be correct. The customer provided additional data for this patient and additional erroneous results were identified for gluc3 glucose hk (gluc3), albp albumin bcp (albp) and ca2 calcium gen.2 (ca2). The erroneous results were reported outside of the laboratory. The initial gluc3 result was 1 mg/dl with a data flag. The repeat result was 136 mg/dl. The initial albp result was -0.2 g/dl. The repeat result was 4.5 g/dl. The initial ca2 result was -0.1 mg/dl with a data flag. The repeat result was 8.5 mg/dl. No adverse event occurred. The phos2 reagent lot number was 19635201 with an expiration date of 01/31/2018. No other reagent lot numbers and expiration dates were provided. The customer stated that since the service visit from the fse, they are still getting intermittent sample short alarms on the instrument. The customer states there will be sufficient volume in the sample tube and the customer will receive the sample short alarm. The sample will sometimes be repeated in the same sample tube and no alarm will occur. The customer stated that service has been out to the site multiple times for issues related to sample probe alarms. Based on a review of the alarm trace, abnormal aspiration alarms were observed on the day of the event which suggest a sample or pre-analytical issue. This is also supported by the customer¿s initial observation of gel on the sample probe.